Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-may-2019. The most recent information was received on 27-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), dyspareunia ("pain during intercourses"), headache ("acute headaches"), vertigo ("vertigos"), fatigue ("fatigue"), diarrhoea ("diarrhea"), myalgia ("muscular pain"), varicose vein ("varicose veins"), memory impairment ("memory disturbances") and general physical health deterioration ("health status was worsening") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, dyspareunia, headache, vertigo, fatigue, diarrhoea, myalgia, weight increased, varicose vein, memory impairment and general physical health deterioration outcome was unknown. The reporter considered abdominal pain, diarrhoea, dyspareunia, fatigue, general physical health deterioration, headache, memory impairment, myalgia, varicose vein, vertigo and weight increased to be related to essure. The reporter commented: events started a few months after the placement of essure. The patient had many sick leaves since the placement of essure. Her health status was worsening, different performed examinations were unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion medically significant), dyspareunia ("pain during intercourses"), headache ("acute headaches"), vertigo ("vertigos"), fatigue ("fatigue"), diarrhoea ("diarrhea"), myalgia ("muscular pain"), varicose vein ("varicose veins"), memory impairment ("memory disturbances") and general physical health deterioration ("health status was worsening") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, dyspareunia, headache, vertigo, fatigue, diarrhoea, myalgia, weight increased, varicose vein, memory impairment and general physical health deterioration outcome was unknown. The reporter considered abdominal pain, diarrhoea, dyspareunia, fatigue, general physical health deterioration, headache, memory impairment, myalgia, varicose vein, vertigo and weight increased to be related to essure. The reporter commented: events started a few months after the placement of essure. The patient had many sick leaves since the placement of essure. Her health status was worsening, different performed examinations were unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): investigation on an unknown date: unremarkable. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.